Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 iabp and replaced the pressure transducer and 5000 hour preventive maintenance kit. The iabp then passed all functional and electrical test and was released back to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump generated a low vacuum alarm. It was not reported under what circumstances the event occurred. However, there was no patient involvement or adverse event reported.